Event description:
Information was found during review of maude adverse event database. During procedure using a 9fr sheath, the sheath was placed over the wire that was in place in the femoral vein. The proximal dilator flange broke before it entered the patient's vein. It was able to be retrieved. There was no patient harm.

Manufacturer narrative:
(B)(4). The device will not be returned.